Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic after sending over a remote transmission. Stored egm showed that the device exhibited post-paced t-wave oversensing. Programming changes were made during the device check.